Event description:
It was reported that the customer reported via the sales rep that the pt's distal stem has fractured. It is further reported that the stem has snapped through the middle of the stem. It is further reported that a revision of the stem was performed on (B) (6) 2010. It is further reported that further information has been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.